Event description:
On (B)(4) 2012, the pt reported that he has concerns with his insulin cartridge leaking. He stated that he noticed his blood glucose levels were elevated and when he looked inside the infusion device he saw insulin in the cartridge compartment. He stated that he had to pour the insulin out of the device. The incident occurred (B)(6) 2012. He cleaned the insulin out of the device and placed a new insulin cartridge in the device. When he bolused to bring down his elevated blood glucose levels the cartridge began leaking inside the device once again. The pt changed the insulin cartridge again and bolused and gave himself an injection of insulin to correct the elevated blood glucose levels. He did not have any issues with the cartridge leaking insulin this last time he changed it. His blood glucose levels had been elevated to 300-400 mg/dl. His normal blood glucose range is 90-200 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The insulin cartridge and infusion set were discarded and therefore not available to be returned for eval. The infusion device was replaced. The infusion device and adapter were requested to be returned for product eval.

Manufacturer narrative:
No product was returned for evaluation. Lot/serial number is not available. Therefore no investigation was possible. (B)(4): product not returned.